Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 50 versus the labs 159 mg/dl. Tests were done within 11-20 minutes. Patient did not experience any adverse events. No further information has been reported.